Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the nc trek balloon catheter was withdrawn from the hoop, the proximal shaft was noted to be separated in two pieces. There was no resistance noted during the removal of the device. Another new nc trek balloon was used to complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. There was no damage noted to the balloon catheter prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the balloon dilatation catheter (bdc) was inadvertently mishandled during preparation or attempt to advance the device over the guide wire such that it became kinked and subsequently separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional information received stated that the nc trek balloon catheter was loaded onto the guidewire and they began to advance the balloon into the guiding catheter when the issue was noticed. The balloon catheter did not enter the body. There was no adverse patient effect. No additional information was provided.